Manufacturer narrative:
Disk analysis was performed, which noted the device had no resets. The last battery charge time indicated the device was at beginning of life and had an estimated remaining longevity of greater than 5 years. No anomalies were noted with the disk analysis.

Event description:
Boston scientific crm received information that this device noted a magnet rate of 85.3 over transtelephonic monitoring. The patient was brought in and the magnet rate was confirmed to be 100. However, the first few beats were not 100 due to the placement of the magnet. The gas gauge indicated beginning of life and there was more than 5 years of estimated longevity remaining. No adverse patient effects were noted.